Event description:
Same case as 6000093-2004-00935. During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered and a perforation occurred. The lesions being treated were located in the 80% stenosed proximal circumflex (cx) om and the 70% stenosed mid cx. The vessel was pre-dilated with a maverick 2.0 x 15 mm balloon. The physician placed a taxus express2 2.5 x 20 mm drug eluting stent in the cx om and a taxus express2 2.5 x 24 mm stent in the mid cx. After both stents were deployed, the physician had difficulty withdrawing the delivery balloons. In both cases the physician had to deep seat the guide and pull the balloons out with extra force. While the physician was pulling out the delivery balloon from the om lesion, a perforation was caused distal to the stent. The perforation was treated with a taxus 2.5 x 8 mm stent. The pt's condition was reported as okay. Plavix was given post procedure.